Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for arachnoiditis. Out of range impedances were reported. The cause of the out of range impedances were not reported. Diagnostics performed was an impedance test. No actions had been taken at this time to resolve the reported issue, but surgical intervention on the lead is planned just not yet scheduled. The event occurred on (B)(6) 2018. It was reported that the patient was alive and without injury. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead determined that #0, #1, and #5 conductors were broken 18.9 cm from the distal end. The 8-#15 conductors were broken 21.7 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID 39565-65 ,vserial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
: It was reported by a manufacturer representative that the implantable neurostimulator (ins) and leads were replaced on (B)(6) 2019. No further complications were reported.